Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states that she tested 5.2 inr on the coaguchek xs system and 2.5 inr on a comparison lab. Caller states that the doctor changed her falithrom dosage. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.